Event description:
It was reported that the patient underwent an l5-s1 bilateral laminectomy with foraminotomy and facetectomy, l5-s1 tlif with placement of peek interbody device, plf and segmental posterior instrumentation with rhbmp-2/acs to treat discogenic low back pain and lumbar radiculopathy. The rhbmp-2/acs was placed with local bone autograft into the anterior disk space, and packed into the interbody device. The cage was placed under lateral fluoroscopic guidance. During cage placement, the cage disconnected from the inserter and caused a small stretch injury to the exiting root. The root showed some slight swelling and depo-medrol was placed over the root at the end of the case. After the cage was placed, additional bone graft was placed posteriorly. Bmp with cancellous chips and local bone autograft were placed in the posterolateral recess for posterolateral fusion. Posterior fixation screws and rods were placed l5-s1. Reportedly, the injury to the nerve root "ultimately caused the patient's reflex sympathetic dystrophy, which includes a lifetime of chronic burning, swelling, and disabling pain in her left-sided lower extremities."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.